Manufacturer narrative:
The customer complaint of bulge ¿ballooned¿ in silicone segment was confirmed per picture received by the customer. It was observed per picture received by the customer that the silicone segment part of the tubing had a ballooned bulge near the upper portion of the upper fitment. The root cause for this event could not be determined.

Event description:
Received the customer's medwatch report which states, "the pump was alarming and the nurse went to the patient's room and removed the IV tubing out of the alaris pump. The tubing was noted to have a moderate size area of ballooning". The customer reported that d5ns+kcl 20meq was infusing before the pump alarmed and the "ballooning" was discovered. The tubing was replaced. No patient harm reported.

Manufacturer narrative:
(B)(4)